Event description:
It was reported to resmed that an astral device's battery was not recharging. There was no pt harm or injury reported as a result of this incident. MFR ref #: 3004604967-2015-00081.